Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient received unspecified treatment while hospitalized. The cause of the peritonitis was unknown. Dianeal therapies were ongoing. The patient was discharged three days after admission. On an unreported date, the patient was re-trained on aseptic technique at the dialysis facility. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.